Manufacturer narrative:
Submit date: 11/09/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the pump is shutting down during the feed when the pump is being used by an ambulatory patient, despite the pump having been charged overnight and the battery icon indicating a full charge when feeding have been started. The customer reports that this shut down happened well within the stated 18 hour battery life. There was no alarm or countdown prior to power off. There was no harm to the patient or medical intervention required, it is unknown if an underfeed resulted but there was no report of any weight loss.

Manufacturer narrative:
Submitted: (B)(6) 2017 an evaluation of the (B)(6) pump was performed for the reported condition of intermitted power. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.